Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with uterine procidentia with enterocele, cystocele, total vaginal eversion, genuine stress urinary incontinence and erosion of previously placed unknown mesh. The patient underwent excision of the unknown mesh, transabdominal hysterectomy with bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a davol flat mesh, tanagho retropubic cystourethroscopy and a moschowitz enterocele plication. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.